Event description:
On (B)(6) 2013, it was reported that this patient had a nonfunctional vns device that had been off for many years. The patient had breast cancer and needed an MRI. Follow-up showed that the patient¿s entire device could not be explanted to pursue and MRI due to scar tissue at the electrodes. Since the generator implant in 2004, the device had not worked properly and was then turned off as the patient was pregnant at the time. The patient had not had any more seizures since the device has been turned off. The patient was diagnosed with dcis of the left breast, and it was unknown if there was correlation with the vns and diagnosis.

Event description:
A duplicate report of these events was inadvertently reported in MFR. Report #:1644487-2013-02921. This report will house any future information that may be obtained for both reports.

Manufacturer narrative:
Brand name, corrected data: follow-up report #1 inadvertently left off the device information. Model #, serial #, lot #, expiration date (mo/day/yr), corrected data: follow-up report #1 inadvertently left off the device information. If implanted, give date (mo/day/yr), corrected data: follow-up report #1 inadvertently left off the implant date. If explanted, give date (mo/day/yr), corrected data: follow-up report #1 inadvertently left off the explant date. Device available for evaluation?, corrected data: follow-up report #1 inadvertently left off that the device was return and the date of return. Device manufacture date (mo/day/yr), corrected data: follow-up report #1 inadvertently left off that the manufacturer date.

Event description:
Additional information was received that the reported generator non-functioning was likely referring to the patient having a lack of efficacy and not a device failure. The patient had the generator and lead explanted due to upcoming radiation therapy for breast cancer. The lead and generator were explanted on (B)(6) 2013, reportedly due to lack of efficacy. The lead and generator were returned on 09/09/2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. During the inspection of the lead, abraded openings were noted in the outer and inner tubing in multiple locations. The openings along with the cut ends of the lead allowed for fluid ingress in the inner and outer tubing. Abraded openings were noted on the inner and outer silicone tubing. A break was identified at the end of the positive and negative lead coil. Scanning electron microscopy images of both coils suggest a stress-induced (fatigue) fracture has occurred at the end of the coils. Also, the positive and negative coils have what appears to be wear in the vicinity of the break. The negative coil has what appears to be voids in the vicinity of the break in two strands. No obvious adverse effect was identified on the device performance as a result of this condition. Also, the negative coil has what appears to be a stress-crack in one strand in the vicinity of the broken end. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear and explant related observations; no other anomalies were identified in the returned lead portion. Attempts for additional information have been unsuccessful. The lead break is captured in MFR report # 1644487-2013-02920.